Manufacturer narrative:
The reported device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
An end user reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated. It was reported that the polymer jacket pulled away the tip of the 2.0 catheter during the procedure. The procedure was completed with this device. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.